Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that an extractor pro rx balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct (cbd) on (B)(6) 2015. According to the complainant, during the procedure, when performing a balloon sweep in the cbd, the physician pulled the catheter to remove a stone; however, the catheter broke in half near the proximal part of the device. Both pieces were able to be retrieved by hand, as the distal detached piece of the catheter was sticking out of the biopsy cap and was removed by hand up and out of the scope. The procedure was completed with another extractor balloon. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be fine.